Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed several failed battery test. The customer¿s blood glucose level was 137 mg/dl. Customer states he gets failed battery tests alarm all the time. Advised failed battery test alarm is for their safety. Pump tests each new battery when inserted. A battery may fail test if it has potential to cause pump to lose power without warning. Advised that batteries should be stored at room temperature and be used within expiration date. Advised to clear the alarm. Advised if alarm is not cleared the failed battery test alarm will recur with each new battery inserted. Customer states neither compartment nor spring are damaged or corroded. Advised to insert a new battery which has been stored at room temperature. Advised to ensure that battery is securely fastened and battery slot is aligned horizontally with pump. Advised if not aligned or tightened the pump may alarm failed battery test. Customer received failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification and passed self-test and displacement test. However, unit alarmed intermittent failed battery test during testing due corroded battery tube. Unit was received with intermittent act and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit was received with cracked case at the display window corners and battery tube threads. Unit was received with minor scratched display window and case.